Event description:
Upon reassessment of the reported event, it was determined to be not reportable. Dislocation of the bearing was secondary to the stem subsiding. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. Dislocation of the bearing was secondary to the stem subsiding. The initial report MFR #0001825034 - 2023 - 01749 was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). D10: 51-110080, tprlc 133 fp type1 bm so 8.0, lot number is 3925828; 650-1159, delta cer fem hd 28/-3mm t1, lot number is 2016111374. G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01749. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
It was reported that the patient underwent a revision procedure 5 months post implantation due to the stem subsiding which caused instability of the hip joint which resulted in a dislocation of the hip joint. There is no additional information available at the time of this report.